Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID (B)(4) . Data was evaluated and the allegation was confirmed for transmitter ID (B)(4) . The probable cause could not be determined post investigation. No injury or medical intervention was reported.